Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed and was presumed to be a broken channel cleaning gazette such as a cleaning brush- however, the foreign material in the channel was unable to be further specified. Moreover, no obvious deviation of reprocessing was reported/observed. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. Olympus will continue to monitor field performance for this device.

Event description:
Olympus was informed via repair request that the customer evis exera iii colonovideoscope has an instrument channel restriction issue, ¿there is something clogging the instrument channel¿. The supply chain administrator at the user facility reported the problem was found during reprocessing. No death, injury or impact to the patient or other was confirmed.

Manufacturer narrative:
The device was returned to the olympus repair center. The repair inspection confirmed the customer reported issue, the technician could not pass olympus test accessory through the instrument channel due to blockage from foreign object. The foreign object could not be identified. The inspection also found the following: the image is off centered, a hole in switch (1), up/down/right angulations are below specifications, there is play and heavy/restricted in the angulation control knob movement, dents and scratches on the distal end plastic cover, the objective lens glue is worn, the light guide lens is cracked, the bending section cover glue is cracked, labeling on the scope is peeling off and minor scratches on the insertion tube and light guide tube. The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.